Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.